Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: 1. Bending section rubber glue - separated 2. Bending tube - angulation wire - torn 3. Angulation - less or specified value 4. Angulation - play however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 ufc of viable microorganisms resulted. The results obtained comply with the target level defined in the dgos / pf2 / dgs / vss1 / 2016/220 instruction of july 4, 2016, for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the device passed leak testing and the detergent used was anios aniosyme. The device was rinsed before manual disinfection and the disinfectant used was oxi'zme. All the channels were flushed and immersed in the disinfectant. The quality of the water used for rinse after disinfection was filtered water. The concentration and expiration date of the disinfectant was controlled. The scope was dried and stored in a typhoon. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive for 25 colony forming units (cfus) of escherichia coli, 10 cfus of staphylococcus sp, and 3 cfus of staphylococcus warneri. All channels of the scope were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.